Manufacturer narrative:
The tech adjusted gas springs to repair the stretcher.

Event description:
Info received indicates the frame is bent on the stretcher and the head section will not lower completely.